Event description:
A customer reported experiencing a cartridge alarm issue with their pump. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged for the customer to receive a replacement pump with updated software and advised them to use multiple daily injections as backup insulin therapy. Instructions for handling the replacement and returning the faulty pump were provided, and the customer acknowledged understanding of these steps.